Manufacturer narrative:
(B)(4). Conclusion code is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that an advanix rx biliary stent, was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. On (B)(6) 2017, the patient had an advanix biliary plastic stent placed into the common bile duct over a wire under fluoroscopy. No issues were noted with the plastic stent. Following stent placement, some minor venous bleeding was noted from the proximal biliary tree. A wallflex biliary stent was used to tamponade the bleed with no further treatment required. This was then followed by an abrupt drop at the end tidal co2 of the patient. The procedure was promptly terminated and the patient was repositioned in the supine position. CPR was initiated immediately. As part of the resuscitative efforts, a stat transthoracic echocardiogram was utilized to assess heart contractility. Air was seen in the right atrium and right ventricle. At this point, the patient was positioned in the left side down position and a right ijv line was placed promptly. Air was aspirated out of the right atrium which resulted in prompt return of normal end tidal co2. The patient was stabilized and transferred to the ICU overnight. The patient was discharged home one week later.